Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: half in fallopian tube, half in uterus") in a (B)(6) year-old female patient who had essure (batch no. A86496, a86498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lymphadenopathy, erythema, fever, vomiting, sebaceous cyst, foot injury and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("multiple uti's"), bacterial infection ("bacterial infections") with vaginal discharge, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth fracture ("multiple teethwere breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In 2015, the patient underwent tooth fracture ("multiple teethwere breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth fracture, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), multiple uti's, bacterial infections, bladder problems, urinary problems or changes, migraines, headaches, nausea, multiple teeth were breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, left lower abdomen pain, back pain, hip pain, she did not undergo essure confirmation test, lot number, reporter added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / migration of essure device location of device: half in fallopian tube, half in uterus/ perforation') in a 29-year-old female patient who had essure (batch no. A86496 inv, a86498 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lymphadenopathy, erythema, fever, vomiting, sebaceous cyst, foot injury, chronic cervicitis, bleeding menstrual heavy and polymenorrhoea. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("multiple uti's"), bacterial infection ("bacterial infections") with vaginal discharge, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth fracture ("multiple teethwere breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and underwent tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation ("device migration"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth fracture, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, back pain and arthralgia had resolved and the device dislocation outcome was unknown. The reporter considered arthralgia, back pain, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, perforation, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: essure appears to be in place bilaterally; on (B)(6) 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event added: perforation. New reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: half in fallopian tube, half in uterus") in a 29-year-old female patient who had essure (batch no. A86496-not valid, a86498-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lymphadenopathy, erythema, fever, vomiting, sebaceous cyst, foot injury and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6), the patient experienced urinary tract infection ("multiple uti's"), bacterial infection ("bacterial infections") with vaginal discharge, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced tooth fracture ("multiple teeth were breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In (B)(6), the patient underwent tooth fracture ("multiple teeth were breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In (B)(6), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth fracture, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 31-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / migration of essure device location of device: half in fallopian tube, half in uterus/ perforation') in a 29-year-old female patient who had essure (batch no. A86496- inv,a86498- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lymphadenopathy, erythema, fever, vomiting, sebaceous cyst, foot injury, chronic cervicitis, bleeding menstrual heavy and polymenorrhoea. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("multiple uti's"), bacterial infection ("bacterial infections") with vaginal discharge, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth fracture ("multiple teethwere breaking and chipping off, bottom teeth still need done with veneers, most of bottom teeth were pulled") and underwent tooth extraction ("bottom teeth still need done with veneers, most of bottom teeth were pulled"). In 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation ("device migration"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth fracture, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, back pain and arthralgia had resolved and the device dislocation outcome was unknown. The reporter considered arthralgia, back pain, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, perforation, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: essure appears to be in place bilaterally; on (B)(6) 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, pelvic pain, menorrhagia these lots a86496, a86498 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.